Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Further examination showed that the lead was dislodged. A revision procedure was performed and the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead body showed a slightly deformed outer coil at approximately 27.9 cm from the terminal end. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Further examination showed that the lead was dislodged. A revision procedure was performed and the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported. Additional information was received from product investigation closure. This report has been updated.